Event description:
Boston scientific received information that during a follow up visit; a lead fracture was suspected with this right ventricular (rv) defibrillation lead as loss of capture and increased thresholds were observed. A revision procedure was to be performed in the near future. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The rv lead remains implanted. Upon removal, the lead will be returned to boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection noted corrosion and pitting on the is-1 terminal pin. The observation of corrosion can result from an improper or loose connection between the device and terminal pin. Corrosion can also contribute to resistance and an improper flow of electricity which can cause increasing thresholds and ultimately lead to loss of capture as the corrosion elements accumulate.

Event description:
Ten days later, the lead was removed and replaced during the device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.